Event description:
It was reported that the right atrial lead exhibited p-wave amplitude variation post-implant. No intervention was performed. The patient was not symptomatic due to the event and was stable.